Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 4 months and two charging cycles were recorded to the devices memory. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was inspected, revealing no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
It was reported that the shock impedance was out of range (>150 ohms). The ICD was exchanged. Should additional information be received, this file will be updated.